Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred the target lesion was located in the posterior tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications reported.